Event description:
It was reported the device was used during a laparoscopy. It was reported the staples did not form properly. The case was completed using another device. There was no consequence to the pt.